Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain and rupture of the right device, diagnosed by an MRI scan. Explant has not been confirmed. Explant is in the future.

Event description:
Patient reported pain and rupture of the right device diagnosed by an MRI scan. The device remains implanted.